Manufacturer narrative:
Device evaluation: the zisv6-35-80-7.0-40-ptx device of lot number c1766171 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zisv6-35-80-7.0-40-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-80-7.0-40-ptx of lot number c1766171 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is or there is no evidence to suggest that there are any manufacturing issues associated with lot number c1766171. It should be noted that the instructions for use (ifu0117-5) states the following: ''do not use excessive force to deploy the stent. If excessive resistance is felt when beginning deployment, remove the delivery system without deploying the stent and replace with a new device. '' there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy. It is possibly that difficult patient anatomy caused resistance when the user rotated the device thumbwheel. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Supplemental report is being submitted due to the correction of the investigation.

Manufacturer narrative:
Device evaluation the zisv6-35-80-7.0-40-ptx device of lot number c1766171 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review prior to distribution zisv6-35-80-7.0-40-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-80-7.0-40-ptx of lot number c1766171 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is or there is no evidence to suggest that there are any manufacturing issues associated with lot number c1766171. It should be noted that the instructions for use (ifu0117-5) states the following: ''do not use excessive force to deploy the stent. If excessive resistance is felt when beginning deployment, remove the delivery system without deploying the stent and replace with a new device. '' there is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy. It is possibly that difficult patient anatomy caused resistance when the user rotated the device thumbwheel causing the stent to deform on deployment. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation: the zisv6-35-80-7.0-40-ptx device of lot number c1766171 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zisv6-35-80-7.0-40-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: a review of the manufacturing records for zisv6-35-80-7.0-40-ptx of lot number c1766171 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is or there is no evidence to suggest that there are any manufacturing issues associated with lot number c1766171. It should be noted that the instructions for use (ifu0117-5) states the following: ''do not use excessive force to deploy the stent. If excessive resistance is felt when beginning deployment, remove the delivery system without deploying the stent and replace with a new device. '' there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy. It is possibly that difficult patient anatomy caused resistance when the user rotated the device thumbwheel causing the stent to deform on deployment. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the correction the imdrf coding.

Manufacturer narrative:
PMA/510(k) #: PMA/510(k) #p100022/s014. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Difficulty to deploy the stent. It was difficult to release the stent with the handle. He sensed dome resistance we he tried to roll the red thumb wheel. In the end he successfully deployed it but it was all pressed up like an accordion. And he had to use another stent and balloon everything. He said that the shaft was blue?! A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. They are not sending back any unused product from that same lot for investigation they are not providing photos, operating reports, x-rays or scans